Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary battery depletion-normal t was reported that the device was explanted due to a 'generator failure'. No patient complications have been reported as a result of this event. Additional information was received reporting that the device was explanted due to the field action. The md indicated 'generator failure' to refer to the potential for the field action failure to occur, however this device did not fail. Actual device involved in incident was evaluated lectrical tests performed, mechanical tests performed, visual examination battery end of life - expected device operated according to specifications device failure.

Event description:
It was reported that the device was explanted due to a 'generator failure'. No patient complications have been reported as a result of this event. Additional information was received reporting that the device was explanted due to the field action. The md indicated 'generator failure' to refer to the potential for the field action failure to occur, however this device did not fail.